Event description:
It was reported that during a colon procedure, the clip applier was dropping clips into the abdomen of the pt. No further info on how the procedure was completed. No pt consequences were reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.